Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention (pci)_was implanted with an impella cp device for mechanical circulatory support. After the pci to the left anterior descending, circumflex and right coronary arteries, the physician made the decision to explant the impella cp device. The first perclose did not take; therefore, the physician aborted the perclose and placed the short peel-away sheath. Thereafter the patient was taken to recovery until activated clotting time was appropriate. It was noted approximately one hour later, the sheath was removed, manual pressure was applied, and the site was stable. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of removal issues has been completed. No product was returned for evaluation. Clinical details noted the perclose was attempted to be used after the pump was explanted and failed, the physician opted to insert a short 14fr introducer and wait until activated clotting time was appropriate before removing. After an hour, the introducer was removed and hemostasis was achieved with manual pressure. No problem was noted with the impella device per the physician. The cause of the removal issue was most likely a use related issue as the perclose sutures were not applied per instructions for use indicating that perclose should be applied prior to impella insertion.